Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: carto system. Manufacturer's ref. No: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. Forty-eight consecutive patients undergoing scar-related vt ablation in one center were included. Among them, one patient had cardiac tamponade. Additional information was obtained from the author. The patient was (b(6) male. The event did not require any intervention or extended hospital stay. The author stated that the event was procedure related. The event resulted in mild impairment of a body function or damage to a body structure. The patient was fully recovered (no residual effect). Title: ¿substrate modification or ventricular tachycardia induction, mapping, and ablation as the first step? A randomized study" the purpose of this study was to test the benefits of starting the scar-related vt ablation procedure with substrate modification vs the standard protocol of vt induction, mapping, and ablation as the first step. Suspect device is an open-irrigated 3.5 mm tip navistar thermocool catheter, however catalog and lot number are unknown.